Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of a separated catheter hub was confirmed. The customer returned one double lumen PICC with injection cap for investigation. The returned catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears used. Biological material is present on the catheter body exterior. The proximal extension line appears to have been cut. The proximal end of the separated extension line was not returned for evaluation. The extension line was microscopically examined at the point of separation. The extension line material shows no signs of stretching and no jagged edges confirming that the material was cut. No other defects or anomalies were observed. A device history record review was performed and did not reveal any manufacturing related issues. Therefore, based upon the time of discovery and the sample received, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was placed successfully on (B)(6) 2016. The nurse went to change the dressing because of bleeding and realized the hub had broken off. Use of the catheter was discontinued. There was no harm to the patient and no patient death or complications reported.